Manufacturer narrative:
Due to character limitation, (e1) event site full name: (B)(6) medical center, (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference no. (B)(4).

Event description:
It was reported that the after inserting the sensation plus intra aortic balloon(iab) catheter received a direct call from the customer to the emergency support program for assistance with a gas loss alarm on a cardiosave during use, she reported that the alarm had gone off 3 times over the last 12 hours and. She did utilize the help screen and the iab fill key. After verifying there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. It was explained by getinge person the alarm was likely caused by patient movement causing changes in intrathoracic pressure. There was no patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: g2, h6 component code. It was reported that the after inserting the sensation plus intra aortic balloon(iab) catheter received a direct call from the customer to the emergency support program for assistance with a gas loss alarm on a cardiosave during use, she reported that the alarm had gone off 3 times over the last 12 hours and . She did utilize the help screen and the iab fill key. After verifying there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. It was explained by getinge person the alarm was likely caused by patient movement causing changes in intrathoracic pressure.